Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. UDI#: (B)(4)

Event description:
Brown foreign matter embedded in the plastic was discovered on a 5 ml bd luer-lok¿ syringe. The syringe was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: DHR review for batch 7001790 ((B)(4)): manufacturing dates: 1/11/2017 ¿ 1/19/2017 and 1/19/2017 ¿ 1/20/2017. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7001790 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: one 5ml assembled syringe was received by bd canaan and reported to be from batch #7001790 (p/n (B)(4)). It was visually evaluated. The sample appeared to be used with unidentified clear liquid remains inside the barrel along with pieces of white unidentified substance in the liquid. Embedded fm was observed near barrel roof just below taper and at barrel flange. The embedded fm is a brownish color and was identified as over processed plastic, which is considered to be a cosmetic defect and an acceptable condition at bd (B)(4). Based on the sample evaluation: confirmed: (B)(4) was able to confirm the customer's indicated failure. Root cause: (1) extended exposure to heat during molding press start up. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. CAPA #128948 exists to investigate fm on this machine.